Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their device was not working. No symptoms were reported. The patient was in a rush thus no additional information was received. Relevant medical history includes spinal pain.